Manufacturer narrative:
The product was requested back for an investigation. A follow-up report will be submitted once additional information is obtained. Note: the date of the event is unknown. The device manufacture date is unknown.

Event description:
A customer reported he received a reading of 289 mg/dl on his precision xtra blood glucose meter "when his blood sugar was really about 65 mg/dl". The customer also reported he "collapsed in the emergency room" where he was taken by his wife, and then terminated the call. Adc customer service made later attempts to contact the customer in order to complete the troubleshooting surveys, but the customer could not be reached. There was no report of death or permanent impairment associated with this event.